Event description:
During the procedures the ending part of the device has opened and didn't allow the position of the stent. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor/handle separation¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zilbs-635-10-8 device of lot number c1410999 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 14feb2019. The stent was partially deployed and there was a kink on the delivery system. The premature deployment and kink are related to the resistance during advancement. Document review: prior to distribution all zilver zilbs devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1410999. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). It may be noted that a project (B)(4) has been completed to prevent the reoccurrence of deployment, separation & advancement issues. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression partial unsheathing of a zilbs stent during advancement is confirmed. The complaint zilbs was advanced with reported difficulty through a hilar mass slightly behind a crossing second zilbs. The end of the deployment sheath became wedged between the leading zilbs and mass. Under forced advancement, inner cannula stretch and deployment sheath compression resulted in partial deployment. The stent was replaced. The replacement was successfully advanced after angioplasty created enough room for the sheath to pass without significant friction. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy which caused or contributed to the premature deployment of the stent. Summary complaint is confirmed as the failure was verified in the laboratory and in the images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedures the ending part of the device has opened and didn't allow the position of the stent.

Event description:
During the procedures the ending part of the device has opened and didn't allow the position of the stent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedures the ending part of the device has opened and didn't allow the position of the stent.